Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving other drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the critical alarm was going off and patient had no symptom of overdose or underdose. Patient lived in (B)(6) but was visiting in (B)(6), before she left her healthcare professional (hcp) had told her to call manufacturer to get a list of hcps in (B)(6). Patient knew it was the critical alarm. No symptom was reported. Patient said she had baclofen 0.9% per 10ml then said no that was the dilutant, nevermind that was wrong: hydromorphone dilaudid 5 mg/ml x 41ml to 205 mg, gablofen 300 mcg/ml x 41 ml to 12300 mcg. Basil rate was running at 0.089 mg/hour for dilaudid and 5.40 mcg/hour for baclofen. Baclofen was 300 mcg/ml. Patient had several boluses and the basil rate was supposed to be 5.4 mcg/hr. Patient said just the 2 dilaudid and gablofen, she thought the name of gablofen was the generic name for baclofen. No further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. It was reported that the pump stalled on the morning of (B)(6) 2018 and recovered the same afternoon. The stall lasted for about 14 hours. It was confirmed there were no electromagnetic interference/magnetic sources present. No symptoms were reported. No further complications were anticipated/reported.